Manufacturer narrative:
.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a guide wire fracture occurred. The 90% stenosed lesion was located in the moderately calcified and tortuous right coronary artery (rca). Upon advancing a viva 20mm x 2.5mm balloon catheter over the pt graphix guide wire, a knick in the guide wire occurred approx 25cm from the distal tip. Upon advancing a second of the same balloon catheter over the guide wire, the shaft of the guide wire broke 25cm from the distal tip. The guide wire break occurred at a point that remained outside of the pt. No pt injuries or complications were reported. The pt's status is reported as "good."